Event description:
Elderly male with chest pain and shortness of breath. Procedure: left heart catheterization. The cardiva vascade did not deploy. It felt sticky to touch and would not pull back. Another one used without difficulty. No known harm to patient. Manufacturer response for vascade 5f, vascade vcs (per site reporter). Will obtain.